Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 180 mg/dl. The customer was at a party an she was sweating a lot while wearing the insulin pump. Advised replacement of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The insulin pump was received with all buttons responding properly. No button error alarms were noted. However, moisture damage was found at the keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The device was received with minor scratched lcd window, broken belt clip slot, and missing end cap sticker.